Event description:
The guide catheter was in place. Stent advanced to lesion. Boston scientific ez filter wire was used during case. Guide became dislodged. The physician then noticed at that time that the stent became dislodged off of the balloon. He upsized to an 8 french sheath and then retrieved the stent.